Manufacturer narrative:
(B)(4). Date sent: 10/26/2020; batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the knife blade wouldn't retract. The manual override was used to remove and a new device was used to complete the case with no patient consequences.